Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/19/2021. H.6. Investigation: bd received a sample and a photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for black foreign matter (fm) in the tube was observed. The sample was tested at the manufacturing plant for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the fm closely resembles loose dirt. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd determined that the root cause of the indicated failure mode was attributed to dirt being transferred into the tube during assembly. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: whe opening the package, it found that there were fm in tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that there were fm in tube.